Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of the catheter, a blood leak was noted at the catheter shaft. A new catheter was used to resolve the issue. Normal saline was the cleaning agent used on the device. The catheter was not repaired. There was no tego utilized and no luer adapter issue. There was no reported patient outcome.

Event description:
According to the reporter, during insertion of the catheter, a blood leak was noted at the catheter shaft. It was stated that there was a blood loss of 10 ml but not blood transfusion required. A new catheter was used and successfully completed the procedure. Flushing was done prior to use and there was no obvious leakage. Patient was treated under local anesthesia. Iodophor was the cleaning agent used on the insertion site prior to product placement. Heparin saline was used to clean the catheter. No other products being utilized with the device. The catheter was not repaired. There was no tego utilized and no luer adapter issue. Sterile gauze was the wound dressing used on the exit site wound and no ointment being used. No antimicrobial properties or any cleaning agents included in the wound dressing. Cleaning agent was allowed to dry prior to dressing the area. The outer packaging had been opened. Nothing unusual observed on the device prior to use and no other damages or defects found on the device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the surgeon holding the catheter by the middle of the cannula. There is a clamp that is secured at the distal end of the cannula, there is a red circle drawn around a water droplet or hole, there are numerous water droplets in the photo, and there are clamps and bigger water droplets in the background. It was reported that there was a leak on the catheter shaft. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during insertion of the catheter, a blood leak was noted at the catheter shaft. It was stated that there was a blood loss of 10 ml, but no blood transfusion required. A new catheter was used and successfully completed the procedure. Flushing was done prior to use, and there was no obvious leakage. Patient was treated under local anesthesia. Iodophor was the cleaning agent used on the insertion site prior to product placement. Normal saline was the cleaning agent used on the device. No other products were being utilized with the device. The catheter was not repaired. There was no tego utilized and no luer adapter issue. Sterile gauze was the wound dressing used on the exit site wound and no ointment being used. No antimicrobial properties or any cleaning agents were included in the wound dressing. Cleaning agent was allowed to dry prior to dressing the area. Nothing unusual was observed on the device prior to use, and no other damages or defects were found on the device. There was no patient injury.

Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the cannula was found to have a leak. Functionally, the catheter was submerged into a water bath. The end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. It was reported that there was a hole on the catheter shaft. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.